Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope received an e227 scope communication error code. The event was found during preparation for use. There were no reports of patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope failure error code e218. Damage to the imaging unit. Damage to the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by damage to the image sensor unit (disconnection, etc.) Due to stress from use, external factors, or handling, or a malfunction of the electrical board components (ic chip, capacitor, etc.). Olympus will continue to monitor field performance for this device.